Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in that field action. (B)(4).

Event description:
It was reported that the patient presented with fever, rigors, chills, diaphoresis, confusion and weakness. Blood cultures were positive for strep b and vegetations were noted on his implantable cardioverter defibrillator (ICD) leads. The patient's implantable cardioverter defibrillator (ICD) system was extracted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.